Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, post-paced t-wave oversensing was observed on the ventricular channel. Review of the stored electrograms confirmed the presence of oversensing. Programming changes were recommended. No further information is available.